Event description:
It was reported that a patient was revised approximately fourteen years post implantation due to loosening. The patient had treatment for cancer and the component came loose. It's not known why implant loosened. There is no additional information available.

Manufacturer narrative:
(B)(4). D10- medical product: biomet offset tibial tray 75mm, item# 141484, lot# 778140; bmt splined knee stm 16x80, item#141616, lot# 010880; ascent rev fem stem 20x150, item# 179075, lot# 727740. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned. Visual evaluation of the provided photos found evidence of use (surgical debris); however, no further information can be determined. Radiographs were provided and reviewed by a health care professional. The radiographs were not submitted as the images are undated and unable to be correlated with reported event. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.